Manufacturer narrative:
The device was received in normal working condition, with battery voltage at (beginning of life) bol level. Electrical and mechanical tests performed including output verification in field settings did not find any output anomaly and the pacer exhibited normal characteristics throughout the tests. Visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint. Total projected longevity based on field settings is 4.68 years and it is also the remaining longevity to elective replacement indicator (eri). The reported event of a temporary loss of pacing output was not confirmed.

Event description:
During the initial implant procedure of the device, there was a temporary loss of pacing output noted. The device was replaced and the patient was stable with no consequences.